Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred in the faradrive steerable sheath after the sheath was inserted into the patient body. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.